Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed on the product. A depleted battery was returned. No foot switch or charger was returned. No issues were noted. A functional evaluation was performed. A known good test battery was utilized. The device continuously tried to pressurize. There was a significant amount of oil within the enclosures. The battery would get warm when the device would attempt pressurizing for an extended period. The piston migration was at 3.05 inches. The device was depleted of oil. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause has been associated with a seal failure. A seal failure can result in the loss of oil and prevent the device from properly pressurizing and can cause the device to take an extended period to pressurize which can cause the battery to get warm. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 tenet was hot. No case reported; therefore, there was no patient involvement.